Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-02001. It was reported the patient experienced persistent pain approximately a week after trial implant. Reportedly, the leads were explanted on (B)(6) 2016 during which time white drainage was noted. The patient was sent to the hospital where he tested positive for meningitis. No further information is available at this time.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02001. Follow-up identified the patient did not have meningitis as initially reported however was diagnosed with discitis. Reportedly, antibiotic therapy will continue as treatment for approximately 8 weeks.